Event description:
It was reported that the balloon ruptured. A 10/3.50 flextome cutting balloon was selected for use on the left main trunk (lmt) to the first right posterolateral segment of the right coronary artery. During the procedure, it was noted that the balloon ruptured after multiple inflations. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.